Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when trying to fire the device, the handle was stiff and could not be squeezed. The reload was replaced with a new one and it was used without problem. The event occurred during the procedure but the product was not used for patient. There was no patient injury.